Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced symptomatic monomorphic ventricular tachycardia that occurred in the monitor-only zone and was not treated by the device, requiring external cardioversion. The patient was scheduled for cardiology evaluation to address the event. The device remains in service. No additional adverse patient effects were reported.